Event description:
The complaint is reported as: fluid was leaking from the device because the tip was cracked. Another device was used. This occurred prior to use on patient. The condition of the patient is unknown.

Manufacturer narrative:
(B)(4). The device was returned, however, the investigation was not complete at the time of this report. A follow-up report will be submitted with investigation results.